Event description:
It was reported that the customer's t: slim x2 pump battery would not charge. There was no adverse impact on the customer¿s blood glucose level. Despite attempts to charge the pump using the tandem wall adapter, the issue persisted with an unstable or unrecognized connection. Technical support educated the caller on battery best practices and recommended monitoring the system. As a corrective action, technical support decided to replace the pump, and the customer agreed to return the problematic pump using a pre-paid label within 10 days. The customer was instructed on using storage mode and confirmed they would continue using their current pump for insulin delivery.